Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported to technical support during troubleshooting a cycler alarm that when removing the cassette from the cycler a fluid leak was observed. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. It was indicated that the patient would complete treatment with continuous ambulatory peritoneal dialysis. Additional information was solicited.